Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a lowest reported glucose of 52 mg/dl and received low and urgent low alerts while using the ilet; the user disconnected from the device and self-treated with oral carbohydrates per troubleshooting and education guidance. Symptoms included hypoglycemia without loss of consciousness or need for assistance. Outcomes included no hospitalization and no professional medical intervention. Investigation included complaint assessment and user education. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event involved urgent low glucose with user self-management and unclear cause.